Event description:
It was reported to boston scientific that during an hta procedure, the patient presented with a blistering of the right vaginal wall. The physician applied silvadine cream to the area. The patient was reported as being "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.